Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2016, explanted: product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-feb-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 22-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an non-malignant pain. It was reported that the patient had increased pain after an accident that occurred where they were riding a scooter and they hopped over a curb. It was indicated that since then, the patient¿s spinal cord stimulator wasn¿t working as effectively. It was reported that an x-ray of their leads were done and it was found that one of the leads had migrated two vertebral bodies. A spinal cord stimulator reprogramming session was set up for (B)(6) 2019. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care provider (hcp) via a manufacturer representative was received on 2019-08-09 reporting that the patient was doing well after their scs reprogramming. No further actions were taken. No further complications were reported.